Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to complete the rewind process and unable to exit the "load reservoir" process. The customer¿s blood glucose level was 7.8 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump primed and seated properly when the test reservoir was detected. No prime or fill anomaly noted. (B)(4).